Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced a connection issue with the sensor. No additional event or patient information is available. Data was received for evaluation, data review confirmed the connection issue with the sensor. The probable cause was determined to be a loss of connection.